Event description:
The customer reported that the 840 ventilator had an erratic screen. The covidien customer support engineer (cse) inspected the device and replaced the graphical unit interface (gui) pcb. The ventilator passed all testing.